Event description:
Had knee replacement surgery at (B)(6) hosp. I was sedated for over 4 days. Dr pulled out drain hose and didn't put a band-aid over hole or tell nurse, and I bled out for hours until nurse looked at my knee and saw bed was soaked in blood. Had to wait another day for transfusion. I was transported to ambulance to rehab. When I got there, I began experiencing horrible knee pain. I was given all kinds of pain meds but still my knee ached. I continued in pain, lost my job. But, I was approved for (B)(6) in 3 months so I could get (B)(6) and had 2 surgeries in 2014. First surgery at (B)(6), dr (B)(6) found a cyst by my replacement. One week later, I got an effusion on my knee, so I had another surgery 3 months later. Was found to have a ruptured knee capsule. Was told by intern I would have nerve pain for 4 years or lifelong because of the back to back surgery that left a 3 inch scar on painful side of knee. Pain never got better, just got worse. I found out a year ago that I have a herniated disc in l4-l5. Had an epidural (B)(6) 2017 and it made my knee not hurt as bad but still hurt. I'm going to have a spinal stimulator trial in a couple months.